Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that on (B)(6), 2024, the patient underwent surgery for distal femoral fracture to remove other company¿s implants and replace with the implants in question. After the surgery on an unknown date, it was confirmed that there was bone nonunion of the affected area and that the condylar screw (including the condylor nut and washer) were loose. On (B)(6), 2026, the second surgery was performed to tighten or replace them. No further information is available. On (B)(4) is related to (B)(4) which reports screw breakage during the second surgery. This pc reports the second surgery due to nonunion and screw loosening.